Event description:
Edwards received notification that an 80-year-old patient with a vale model 7300tfx27 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 7 years and 1 month due to degeneration leading to severe stenosis. A 26mm transcatheter heart valve was implanted within the pre-existing edwards surgical device with perfect result.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date). Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (health effect - clinical code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 7300tfx27 valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of 7 years and 1 month due to degeneration leading to severe stenosis. As reported, patient presented with dyspnea. A transcatheter heart valve was implanted within the pre-existing edwards surgical device with perfect result. Reportedly, patient was noted as to be discharged home.